Event description:
Report received from an international affiliate (another country) of a tubing separation. It was reported that when the piggyback tubing was connected to the primary line, the piggyback tubing separated at the arm of the proximal clave y-port. The unspecified therapy was delayed for an unspecified period of time. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received.